Event description:
It was reported that the patient experienced an infection 1 month ago with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and the patient was prescribed antibiotics to also treat the infection. The physician alleges the infection was due to the patient's diabetes. Should additional relevant details become available, a supplemental report will be submitted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.